Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 28 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The reporter noted the total daily dose basal history did not match the programmed basal rates for a known and expected cause: battery change. It was reported the basal settings were incorrectly programmed. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016 - product analysis: the device was returned and evaluated by product analysis on 03/17/2016 with the following findings: review of the pump¿s black box revealed no issues or alarms. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. No power issues were experienced. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).